Event description:
It was reported by the patient that following a storm that knocked out her power and landline, the carelink monitor was no longer able to successfully dial out after the landline was restored. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that following a storm the carelink monitor is no longer able to successfully dial out. The monitor will be replaced. No patient complications have been reported as a result of this event.